Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire technical support verified the decomm vent message on screen. Checked logs and replaced the unit main electronics board. Performed a full system verification and the unit passed all test. The unit is currently on 6.1 software version. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000e us had decommission error prior patient use. Furthermore, the customer confirmed that the unit was not on a patient, the therapist was setting up the unit to receive a patient.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Investigation was performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". According to imt the reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID 58571 and 58584. CAPA-000001062 assigned for app hang related issues.